Event description:
It was reported that the buttons on the customer's insulin pump were not working properly. The customer was attempting to deliver a bolus and the numbers were ramping up on their own. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. However, corroded keypad traces were noted. No number ramping anomaly was noted on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.